Event description:
As reported by the facility: a baby ate the removable clamp off the extension set. The clamp was removed from the baby's mouth. Additional info provided by the facility indicated the infant suffered no adverse sequela associated with this incident. The facility has opted not to use a set with a removable slide clamp for pediatric use. The sample has been discarded and is not available for evaluation.

Manufacturer narrative:
The actual device was not returned to the manufacturer to be evaluated. Without the actual sample, a thorough evaluation could not be performed. This incident does not appear to be related to any manufacturing defect. The facility was aware they were using a set with a removable slide clamp at the time of the incident.